Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and that it has performed to specification up to (B)(6) 2012. Info obtained from the device showed evidence that the device was logged multiple power ups none of which were of 10 minutes in duration, indicating that the device may have been checked on occasion. Investigation did not confirm a fault with the device or any component in the device. The returned pad-pak from lot 680 was found to have been significantly depleted but does not reflect the history of the returned device. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming deleted.